Event description:
The manufacturer received information from a nurse that a ventilator inoperative condition occurred. The customer states the "low todal volume", "low minute ventilation" and "high inspiratory pressure" alarm occurred, and the patient's spo2 dropped to 94%. The nurse states the air flow stopped for one to two minutes when the ventilator was removed for suctioning. The nurse reports the spo2 was immediately back to the normal value after suction. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a nurse that a ventilator inoperative condition occurred. The customer states the "low todal volume", "low minute ventilation" and "high inspiratory pressure" alarm occurred, and the patient's spo2 dropped to 94%. The nurse states the air flow stopped for one to two minutes when the ventilator was removed for suctioning. The nurse reports the spo2 was immediately back to the normal value after suction. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information/evaluation: the device was sent to the manufacturer service center for evaluation, and the reported issue was not duplicated by operational checking performed. The technician checked the event log and confirmed that there were no error codes indicating a failure in the device. A test was performed as verification, and the device passed it. Internal checking was performed, and no issue was found. There was no issue with the device itself and no failure regarding the airflow was observed. It is considered that the inspiratory pressure increased due to an external factor such as blocking, which led to a drop in the ventilation volume, resulting in the occurrences of "low tidal volume", "low minute ventilation", "high inspiratory pressure", "volume under delivery", and "circuit disconnected" alarms. The reason they felt that airflow was not being provided is speculated to be that when the tip of the catheter mount was checked by placing a hand on it, the tip was obstructed, causing them to find it difficult to feel airflow. For the reasons above, it has been determined that there is no issue with the device itself. A clinical assessment determined: there was no serious patient harm or injury that occurred or was reported. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version is 1.06.10.00.